Event description:
¿It was reported that the bd primary gravity IV administration sets - IV gravity set experienced separation. The following information was provided by the initial reporter: tubing came apart at distal port.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21109114, d.4. Medical device expiration date: 20-oct-2024, h.4. Device manufacture date: 20-oct-2021. H.6. Investigation summary: a sample was received and tested by our quality team. The set was separated upon receipt and the customer's complaint has been verified. After visual analyses under microscope, the set was lacking solvent necessary to connect tubing to the lower smart site-this is the root cause. The manufacturing plant has been made aware of this issue. A device history record review for model 42103e-07 lot number 21109114 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: unknown. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
¿It was reported that the bd primary gravity IV administration sets - IV gravity set experienced separation. The following information was provided by the initial reporter: tubing came apart at distal port.